Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
During a valve in valve in ring (29mm sapien 3 valve in 29mm sapien 3 valve in annuloplasty ring) tvr procedure in the mitral position via the right femoral vein, during insertion of the valve, the physician had difficulty crossing the septum with the valve. The valve mounted on the balloon was pulled back into the esheath for more support. The physician then tried to advance the 29mm sapien 3 valve out of the esheath but was unable to move the esheath forward or backward. The decision was made to remove all devices and open a second kit. Upon removal of the entire system, one of the valve struts had cut into the esheath and lodged itself into a circumferential tear. In addition, the patient did have a tortuous svc. A second esheath was inserted without difficulty and a new s3 29mm sapien 3 valve was implanted without difficulty. There was no injury reported nor did the patient require a blood transfusion. The patient left the procedure area with stable vital signs. Additional information provided indicated the esheath was torn (approx. 3mm) about from the ¿window¿ of the sheath tip into the hdpe. The tear was later confirmed to be a sheath distal tip - split.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation as it was discarded by the facility. No procedural videos/imagery/photographs were provided for the evaluation. During manufacturing of the esheath, the sheath shaft components were inspected several times throughout the manufacturing process. The sheath shaft tip was inspected for incomplete tip bonding, cross linking, circumferential lines in coex. The sheath shaft components were 100% inspected under 3x and rejected for wrinkles, kinks, bends, or mechanical damage (including scratched/torn liner). Protruding/missing material, dents, cuts. Cross linking of hdpe (blue) across liner (clear). Holes or tears on the strain relief. Delamination. Remnant lines (white lines). Serrated transition, holes, or rough surface of tears in the tip. The sheath shaft tip was also inspected under 10x magnification and tips with protruding/missing material (serrated transition, holes, or rough surface), missing c-marker band, or tears were rejected. During the manufacturing process, the esheath final assemblies were 100% visually inspected under magnification by both manufacturing and quality for the following: verify shaft od, distal tip ID, working length, coating, and strain relief length. Holes or tears in working length of strain relief. Wrinkles, kinks, bends, or mechanical damage (including scratched/torn liner). Seam separation, kinks, delamination. Circumferential oriented surface defects, protruding/missing material, dents, cuts. Cross linking of hdpe (blue) across liner (clear). Serrated transition, holes, or rough surface on the tip interface. Visually inspect the tip for flash and excess material, tears, scratches, and missing c-marker band. Visually inspect for proper scoring on the od and ID. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported event. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance that would have contributed to this complaint event. Review of lot history revealed no other similar complaints. The complaint was unable to be confirmed and the complaint occurrence rate did not exceed may control limit for trending category of ¿damaged¿. Therefore, a complaint history review is was not required. The esheath instructions for use (IFU), the prepping manual, the device training manual, and the supplement procedural training manual were reviewed for instructions involving device preparation and procedures relating to the complaint event. Per the procedural training manual, ¿note: do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again.¿. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed. Due to unavailability of returned device, engineering was unable to perform any visual, functional or dimensional analysis. As a result, the presence of a manufacturing nonconformance was unable to be confirmed. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. Review of the DHR and lot history suggests that no manufacturing nonconformance contributed to the reported event. A review of IFU/training materials revealed no deficiencies. As reported, ¿the physician had difficulty crossing the septum with the valve. The valve mounted on the balloon was pulled back into the esheath for more support. The physician then tried to advance the 29mm sapien 3 valve out of the esheath but was unable to move the esheath forward or backward.¿ it is indicated that the valve was potentially caught on the distal tip of sheath while the valve was pulled back into the sheath due to non-coaxial or improper retrieval valve into the sheath with excessive device manipulation, and this led to the sheath distal tip split. Per training manual, ¿do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again.¿ while a definitive root cause is unable to be determined, available information suggests that procedural factors (improper thv retrieval/excessive device manipulation) may have contributed to the complaint event. The occurrence rate did not exceed the trending control limits; therefore, no corrective and preventative action nor pra is required at this time.